Event description:
It was reported there were multiple error messages, black screen with error messages in ancient languages. The recovery disk did not eliminate issues. It was also reported the programmer was totally flawed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up as expected, however, multiple errors were found in the programmer error log. Concomitant medical products: product ID 229047 analyzer. (B)(4).